Event description:
It was reported that at end of case, c-trak probe cover was taken off, small blood stains were discovered on tip of probe. Hole visualized at tip of probe cover. No patient injuries, infections or complicationsn were reported.